Manufacturer narrative:
This report is being submitted to correct the h6 device code first row. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was not received.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to an unknown product performance experience. The ra lead was successfully replaced. Other than the procedure, no additional adverse patient effects were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was not received.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to an unknown product performance experience. The ra lead was successfully replaced. Other than the procedure, no additional adverse patient effects were reported.